Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the physician told the nurse to bow and unbow the device and started to cut. However, it was noticed that one side of the cutting wire of the hdyratome rx 44 broke. It was reported that no part of the device was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the cutting wire was broken and kinked.